Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed the pump was not calculating the appropriate bolus size based on the blood glucose (bg) value entered. Tandem's technical support (cts) educated the customer that based on the current settings and insulin on board, the calculated bolus amount was correct. However, the customer maintained that the bolus size calculation was incorrect. The customer's blood glucose level as 180 mg/dl. Recommendation was made by cts for the customer to discuss pump settings with a healthcare provider.